Event description:
During a pci treatment procedure, the maverick2 monorail 15x3.25 mm balloon ruptured at eight atms on the first inflation. The patient was asmptomatic during this event. The lesion being treatment was a calcified, 90% stenotic lesion in the distal right coronary artery. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and a bmw guide wire to cross the lesion. It is noted that resistance was met with insertion of the device. The maverick2 monorail balloon was removed and replaced with another to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.